Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited signs of undersensing possibly due to a lack of electrode contact followed by noise recovery. The patient is being monitored. No patient consequences were reported.